Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Company representative reported via email that the customer complained through email that the insulin pump alarms failed battery test when inserting new batteries and the up arrow button is unresponsive. Customer informed that she is deaf and she cannot call to report issues. Follow up call was made and customer's friend was contacted, who stated that the customer had moved to her mother's house and provided a contact phone number. Attempts to get in contact to troubleshoot were made but there was no response.